Event description:
Customer reported that the pump's quick bolus/wake button was difficult to press and required multiple attempts to turn on the pump screen. There was no adverse impact to the customer's blood glucose level. Technical support instructed the customer on proper button usage, confirmed that the pump display did eventually turn on, and decided to replace the pump with one that included updated software. Customer was advised to return the problematic pump within ten days to avoid charges, and instructions for programming settings and reconnecting the cgm to the replacement pump were provided. Customer will continue to use current pump.